Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the customer had fixed the issue prior to service evaluation by doing the gain calibrations. The issue occurred because somebody did the gain calibrations with the collimator in the field of view, this is why they saw banding in the images. The imaging system then passed the system checkout and was found to be fully functional. Missing device manufacture date.

Event description:
Medtronic received information that regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when looking at the 3d view on the mvs, multiple images had a "band" over them. One is able to see the hardware, but unable to see the patient anatomy. Issue was discovered intra/peri-operatively with no delay to surgical time. There was no impact to patient outcome.